Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient stated she has been having some issues with the ins and she has been having a mild dull pain in her buttocks where the ins is implanted. The patient also stated also when she moves just right in her chair, she will get a sharp pain in the bike seat area and will then need to turn the ins down. The patient had a fall and could be related to their issue about a month to month and half ago. The patient indicated that the issue could be related to positional movement. The patient has started to leak more and she was not getting to the bathroom on time. The patient was on level 2 currently . Patient stated she was going to call her healthcare provider (hcp) and see if she can get in to see them and she will call back if they want her to try another program. No further complications were reported/anticipated.